Manufacturer narrative:
The device has not yet been made available for evaluation. Should further information or the device become available, a follow-up report will then be issued.

Event description:
Provider alleges the consumer was on his scooter and did not give priority to a car, after which he was allegedly hit by the car.

Manufacturer narrative:
Not a pride issue. As the collision was not caused by a technical issue with the unit and was determined to be the result of human error, we proceeded to close the case without evaluating the device.

Event description:
Provider alleges the consumer was on his scooter and did not give priority to a car, after which he was allegedly hit by the car.